Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2367 (resume error, critical error found) alarm on a homechoice (hc) machine during fill one. The registered nurse (rn) was not aware of any alarms preceding the system error 2367 alarm. The technical service representative (tsr) reviewed the alarm log on the device with the rn and could not find a preceding alarm. The tsr assisted the rn in ending therapy and advised the rn to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.